Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision while driving and reading and the surgeon has planned to explant the lens. Clinical reason was mentioned as missed refractive error or post refractive surgery. Additional information was received stating that, the lens was explanted. There are two medical device reports associated with this patient. This report is 1 of 2.